Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va11p6v, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient had been having uncomfortable feelings. It wasn't really a burn, but it was very uncomfortable right outside of the vaginal area. They had reduced the stimulation from 2.3 to 2.1 and the issues were not as bad, but they thought they may have seen some blood in that area. They wanted to know if other patients had issues with the lead wires coming loose because they felt like the reported issues were coming from that area. The patient didn't know who to call first. They had just seen a healthcare professional (hcp) on the first of (B)(6) 2017, but had no issues at that time. They were going to follow-up with a hcp regarding the reported issues. On (B)(6) 2017, it was reported that they had the stimulation at 1.3 volts and was having problems with the stimulator as it was burning in the vaginal area. They turned it down to 1.2 and 1.1 volts and it still burned. They had turned their device off for three days. It was better when it was off, but was still irritating there. Their theory was that the leads had moved. They hadn't had any falls or accidents but, it was noted that they had little blood vessels down there and two had popped. They had not called their doctor at this point.